Event description:
It was reported that the communicator became very hot and starting to smoke and smelt like something was burning after completing the scan. The communicator was not able turning on. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue was not resolved. The communicator remains in service. No adverse patient effects were reported.